Event description:
It was reported that during unpackaging and prior to use, the 2.5mm x 15 mm multi-link 8 stent was noted to be dislodged inside the protective sheath. The device was not used on the patient and another multi-link 8 was used to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation an analysis of the returned mult-link 8 stent delivery system confirmed that the stent was dislodged from the balloon and returned on the stylet, inside the protective sheath. In this case, it is possible that significant pressure was inadvertently applied during removal of the protective sheath, such that the stent became damaged (smashed) and disrupted on the balloon, thereby facilitating stent dislodgement, although this cannot be confirmed. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.